Event description:
It was reported that the patient experienced infusion set tubing leaking at coupling housing which resulted in High Blood Glucose levels which was treated with correction bolus via pump event on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.